Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it went well, during thyroid surgery with monitoring. But when disinvestment the clinical team saw the balloon of the tube with a hole. Also the tube is between the electrodes and the balloon rotated. The procedure was completed with the reported product. No patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, the cuff and tube was checked prior to use, was working as intended. The issue discovered after intubation when they took out the tube and they found it out. Disinvestment refers to taking the tube out. There was no obstruction cause during the intubation process. There was no difficulties, normal anatomy and comfortable intubation was able to perform. Leak was not evident during the intubation process.